Manufacturer narrative:
Investigation ongoing.

Event description:
As reported through the european source 3 registry, post implant a pericardial effusion was noted. A pericardiocentesis was performed. As reported, two day post procedure the pericardial effusion worsened and cardiac tamponade (post sees ablation) was noted. The patient was treated with medication and a pericardiocentesis and the event resolved. The patient developed an av block requiring a permanent pacemaker implant.

Manufacturer narrative:
According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences for complaints-conduction disturbances/ heart block¿, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the lbbb is likely related to the mechanism described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Method: no testing methods performed. Result: (B)(4) no results available since no evaluation performed. Conclusion: (B)(4) known inherent risk of procedure. (B)(4) human factors. .

Event description:
Updated information revealed that the pericardial effusion was due to a puncture from the temporary pacing lead. Approximately, two days later while removing the temporary pacing lead, worsening of pericardial effusion and cardiac tamponade was noted. The pericardial effusion was treated and the event was resolved. Per the primary investigator, the event was related to the procedure (insertion of the temporary pacing wire) and underlying disease. As initially reported, the patient developed an lbbb requiring a permanent pacemaker implant.